Manufacturer narrative:
The product was not returned for analysis complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a split cartridge that was noticed during an intraocular lens (iol) implant procedure. There was patient contact but no patient harm. There was no resistance or other issue advancing the iol. The surgery was completed with a new lens and cartridge.

Manufacturer narrative:
Product evaluation: the product was not returned for lot#32599300. The product history records were reviewed documentation indicated the product met release criteria. The lens model associated with this complaint is qualified for use in the cartridge. Iol product history records were reviewed documentation indicated the product met release criteria. A photo was provided. The photo shows a cartridge still in the handpiece (bottom view). The plunger has been retracted behind the parting line. The tip has heavy stress. There also appears to be a possible aneurysm on the side left. Due to the viscoelastic on the tip it cannot be verified. The product for the lot identified for this file lot# 32599300 was not returned. It can't be verified if the photo is for the sample for this file. Based on the information provided, the root cause may be related to a failure to follow the directions for use (dfu.). Hcp stated that a small amount of the ovd is placed in the cartridge then a small amount is placed on the iol. The lens is then folded and inserted into the cartridge. The directions for use (dfu) instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Cartridge damage typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).